Manufacturer narrative:
The investigation excluded a reagent issue as the same reagent was used for the correct rerun and no similar reports were received. The field service engineer performed maintenance in the water supply unit (wsu) and decontaminated the pipes and equipment. He confirmed that the assay and module were again performing within specifications. The investigation was not able to determine the specific cause of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the module and did not find any issues with the washing levels and adjustment of sample probes and reagents. The investigation is ongoing.

Event description:
The initial reporter received a questionable magnesium result from one patient sample tested on the cobas 8000 c702 module. The reporter questioned the result prompting the rerun of the patient sample on another cobas 8000 module. On (B)(6) 2024, the initial result from the module was 3.9 mg/dl. On (B)(6) 2024, the repeat result from the other module was 2.2 mg/dl.